Event description:
It was reported that the customer experienced a blood glucose (bg) level of 228-545 mg/dl; cause was unknown. Reportedly, a correction bolus and correction injection were delivered to address bg. The customer also reported that they were thirsty, had increased urination frequency and they were irritable, but no injury or permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.